Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. The visual inspection of the returned device did not find any issues. The functional evaluation "device failed- please return" error message when turned on, device operation failed to go past the error message. The device has an unrecoverable internal software or hardware error complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.¿¿¿ smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device was alarming and malfunctioning while it was being in use by the patient. It is unknown how the treatment was completed, if a backup device was available and what happened with the device exactly. Result of the investigation approved on 06-nov-2020 confirm that the device was showing the error message device failed - please return.